Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The following information was reported: approach was gained from the cfa (common femoral artery). When another manufacturer's wire guide was advanced into the cxi, it perforated the cxi between the radiopaque marker in the distal site and the catheter material. The devices were then quickly removed from the patient. The user stopped using them in consideration of safe use. It was further confirmed that the tip separated from the catheter between the radiopaque makerband and the distal bond. The cxi was replaced with another manufacturer's microcatheter to complete the procedure. There were no reported adverse effects to the patient as a result of this product problem.